Event description:
The customer reported a blank display after getting out of the pool and re-connecting to the insulin pump. Prior to the blank display, the insulin pump vibrated and displayed the number six on the screen. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics.